Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported from the site that the patient presented urgently to clinic with a two-day history of dyspnea on exertion. One week prior her antihypertensive regimen had been altered due to an adverse effect of amlodipine; amlodipine had been discontinued and beta blocker dose was doubled. She reported increased abdominal girth, difficulty on excretion (doe), and three-pillow orthopnea. She was admitted for hypertension which was causing worsening right heart failure. With review of the available information there is no indication of any device malfunction or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical, pharmacological, and patient factors including comorbidies are known possible contributors to this type of event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. These surgical procedures are associated with numerous risks. Hypertension episodes are known potential adverse event associated with the implantation of all vads as outlined in the instructions for use. Heartware is submitting this correction to a previously submitted MDR report as a result of remediation activities related to FDA warning letter (B)(4), dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported from the site that the patient on (B)(6) presented urgently to clinic with a two-day history of dyspnea on exertion. One week prior her antihypertensive regimen had been altered due to an adverse effect of amlodipine; amlodipine had been discontinued and beta blocker dose was doubled. Blood pressure on presentation was 116/86mmhg with map of 98mmhg. Weight had increased to (B)(6), with 1-2+ bilateral lower extremity edema. She reported increased abdominal girth, difficulty on excretion (doe), and three-pillow orthopnea. She was admitted for hypertension which was causing worsening right heart failure. Blood pressure was brought under control with intravenous hydralazine, from 91mmhg prior to administration to 83mmhg on recheck. She was started on oral hydralazine. Concomitantly diuresis was initiated with intravenous furosemide. As euvolemia was approached, multiple adjustments were made to antihypertensive. She was discharged home (B)(6). As she was slightly dry, she was discharged on furosemide prn >t; 3lb weight gain. Seen in clinic (B)(6), she was euvolemic by exam with map 82mmhg, within her target range.